Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4): the device was returned and analyzed. Analysis indicated that the device had normal depletion and met expected longevity.

Event description:
It was reported that the implantable cardioverter defibrillator reached elective replacement indicator (eri) earlier that expected. The device was removed and replaced. No patient complications have been reported as a result of this event.